Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device, implanted approximately four months prior, passed away. While no cause of death nor any other information specific to the device's performance was provided, field information states there was an allegation of product malfunction; the date of death is unknown. Subsequent information states the patients death was of an accidental nature of unknown cause. Additionally, the patient was reported as non pacer dependent; however, the patient advocates (patient's children) do implicate a possible pacemaker malfunction/involvement. The device is not expected to be returned for analysis as it remains in position of the family. Furthermore, no device data been made available for a technical review, nor has the patient's physician alleged any product involvement.